Event description:
The customer reported that a portion of the display in the left corner is unreadable. We do not yet understand the size of the unreadable display.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.